Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: two samples were returned. No serial numbers or other identifying information were labelled so the lenses could not be identified therefore product testing could not be performed. The return sample was not received by the manufacturing site. The complaint event could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between 5/15/2018 and 11/12/2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a model zxr00 18.0 diopter intraocular lens was explanted from patient¿s operative eye because of patient experiencing glare. A model zcb00 18.5 diopter was used as the replacement lens for the patient. There was no incision enlargement, no sutures, no vitrectomy required. Patient is doing well post exchange. No further information provided.